Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date information. Please see the updates in sections: h4.

Manufacturer narrative:
The device is returned and an evaluation performed for it. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels indicate that the culture sampling results conform to the target levels established by the french regulation of(B)(6) 2016, with a number of revivable microorganisms 2 cfu/endoscope and 2 cfu/100 ml. Presence of non-targeted bacillus gram positive bacteria was detected. Observations for the device: light guide rod lens has three cracks; distal end cover (c-cover) has insulation less than threshold; c-cover is cracked; adhesive of the distal end rubber coating (a-rubber) is separated; and angulation is less than specified value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, and auxiliary channel. Anioxyme detergent is used. No information provided for manual cleaning. Automatic endoscopy reprocessor (aer) device is wassenburg brand. No information provided for detergent and disinfectant used with it. The device is stored in a cantel storage cabinet. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected for all channels which was above the acceptable threshold aligning with the action level. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Customer hygiene microbiological investigation (hmi) sampling results of (B)(6) 2023, for all channels is as follows: pseudomonas aeruginosa 7 cfu. Aerobic bacteria 4/cfu. Conclusion: the presence of pseudomonas aeruginosa corresponds to the action level per the french regulation of july 4, 2016. The result is non-conforming. Corrective measures must be implemented according to the sheet of this instruction, in particular the verification of the proper functioning of the disinfection device and the storage conditions.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: brushing was not performed for biopsy channel, suction channel, biopsy port, or suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.